Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect prolactin results on one male patient. The results provided were: initial=82.3 ng/ml /after calibration=32.1 ng/ml /midray prolactin=26.6 ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect prolactin reagent lot 40106ud01 and calibrator lot 38219ud01. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Accuracy testing was performed using a retained kit with panels, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect prolactin reagent lot 40106ud01 and calibrator lot 38219ud01.updated section d: suspect medical device information: d4: catalog number updated to 07k76-74 from 07k76-25; lot number updated to 40106ud01 from 40106ud00.